Manufacturer narrative:
The device history records for the component lots were reviewed. The associated lots (2) were released based on MFR's acceptable criteria processing abnormalities were detected during the review. (B)(4).

Event description:
A surgeon reported that three metal tubes dissociated from the handles of the vitrectomy during surgeries. All the metal tubes belonged to the same lot. There was no pt impact. Add'l info has been requested.